Event description:
Home patient reported that the catheter came apart while they were being filled with effluent during therapy on the homechoice machine. The patient demonstrated that the disconnection occurred where the tubing connected to the plastic luer which connects to the titanium connector. No injury was involved.